Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider (hcp) via the company representative (rep) regarding a patient receiving intrathecal medication via an implantable pump. It was reported that the patient stated that they did not like the placement of their pump and wanted it to be moved from their flank to their abdomen. No therapy complaints. The pump was replaced at this time of pocket revision procedure. No device or therapy issue. Just placement/positioning issue. This had resolved and the patient had very positive feedback at the time of his postoperative appointment.